Event description:
Related manufacturer reference number: 2017865-2021-32437. It was reported the asymptomatic patient presented remotely. Upon review of transmission, it was observed the patient's pacemaker was oversensing far r-waves, which lead to inappropriate automatic mode switch. Atrial lead also exhibited noise reversions. No intervention was performed. The patient was stable.